Event description:
It was reported that the video system center temporarily lost image during a diagnostic colonoscopy procedure when activating the electrocautery system. A ¿erbe¿ device was also being used for cautery with polypectomy. The image disappeared from both the tower monitor and secondary monitors in the ceiling for 1-2 seconds when the electrocautery system was activated using the foot pedal. The image then came back after a few seconds. The procedure was completed with the same set of equipment. The patient was not affected, and there was no delay in the procedure. No error message was displayed. There was no reported patient injury or harm due to the device malfunction.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device